Event description:
On impacting real femoral implant, black plastic broke. Particles into the joint, surgeon was happy implant down and did a longer wash of the joint to get particles

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).